Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height - 178 cm. (B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a prosa valve no longer could be adjusted or reduced. A patient underwent a shunt system implantation on (B)(6) 2017. On (B)(6) 2018, it was noted that the pressure level could not be reduced. This issue led to planning for a shunt revision on (B)(6) or (B)(6) 2018. It was felt that perhaps the valve had been damaged in an earlier attempt at adjustment or there was possibly some other defect. Further details have been requested but not yet received.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. Scratches, bloody residue and a deformation on the outer housing of the valves were observed through the visual inspection. The progav valve housing was measured and confirmed the presence of a deformation. The housing deformation measured at -0.0765mm minimally outside the tolerance of 0-+0.02mm. The permeability test indicated that the valve has a blockage. The valve was tested and is adjustable to all specified pressures. The braking functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. We have dismantled the valve. Inside the valve we have buildup of substances (likely protein). Based on our investigation, we confirm that the valve is occluded, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection. New information received.